Manufacturer narrative:
A spacelabs field service engineer performed an investigation of the device including the logs and found that the logs showed (2) separate failed state occurrences on (B)(6) 2018: 1st occurred during standby mode and the 2nd occurred during the case. Power cycling the device resolves the issue. The fse performed a checkout of the device and the device passed all tests. The investigation findings showed no risk of serious harm and no serious risk should the event recur.

Event description:
Spacelabs received a report that on (B)(6) 2018, during a case, the machine went into a failed state. There was no injury reported as a result of this issue.